Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a severely scratched display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer reported that the up and down buttons on the insulin pump were not working. Customer's blood glucose was 150 mg/dl. Customer does not recall any significant even that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.